Event description:
The stopcock lever broke during knee surgery. The surgeon stopped the arthroscopic procedure and operated to an open surgery. The surgeon did not have a back-up device available and experienced a 2-hour delay as a result. There were no patient injuries or procedural complications reported.